Event description:
Caller allegedly received the following results on the aviva system within 10 minutes: 400 mg/dl and 80 mg/dl. No actions taken based upon device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
Customer was unable to provide this information due to ending the call. It was unknown if the initial reporter sent report to the FDA.